Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received plunger gets stuck its very hard to push she cant push the insulin out. The customer's blood glucose was unknown at the time of incident. It was reported that spilling all the insulin. The reservoir will be returned for analysis.